Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was 40 mg/dl. Customer¿s blood glucose level at the time of incident was 210 mg/dl and current blood glucose level was 201 mg/dl. The customer treated low blood glucose with juice and high blood glucose level was insulin pump and pen. Customer experienced symptom such as dry mouth. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. Customer declined troubleshooting for low blood glucose. Customer states that little blood at site upon insertion. The insulin pump will not be returned for analysis.